Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was oversensing myopotentials. There was no change of pacing function caused by the oversensing. The device was reprogrammed to address the issue on (B)(6) 2020. The patient was asymptomatic and in stable condition.